Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the accuracy issue was able to be replicated. Although a fault was unable to be determined. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical cadd solis hpca pumps - 2110 was infusing the drug named ketamine, which is a sedating drug for anesthesia and used for psychiatric emergencies. On (B)(6) at 08:30, 2020 a registered nurse went to check on the pump and when the nurse discovered there should have been 56 milliliters in the pump, the bag was found empty with air in the line and no alarms to indicate air in line. The concern was for leak , but no leak found. The patient ward 4 b was notified not to put the medication back up for infusion, for concern of overdose. Pump with serial number (B)(4) was sent for testing. This is a sedating drug and in overdose may cause respiratory depression, difficult time handling secretions and loss of airway control, requiring intubation. No serious adverse events were reported, however awaiting further customer response.